Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed for the complaint product lot because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Not enough information was provided from the account to properly complete an investigation. The root cause could not be identified by the investigation. Additional information was requested on (B)(4) 2012 and (B)(4) 2012 by phone, fax, and mail. The technician reported the surgeon has declined to provide additional information. (B)(4).

Event description:
A surgeon reported a pt with an unexpected outcome following intraocular lens (iol) implant surgery. The surgeon reported the pt had previous radial keratotomy (rk). In a follow-up, the technician reported the surgeon has declined to provide additional information.